Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad clinician requested a cosmetic percutaneous lead (driveline) replacement due to extensive silicone jacket damage. There were no low speed or pump stoppage events reported and the patient was asymptomatic. Log files and x-rays were not submitted. A percutaneous lead (driveline) replacement was performed on (B)(6) 2018 by the technical service representatives. No additional information was provided.

Manufacturer narrative:
Perc lead was returned changed no to yes and date added. Evaluation of the distal end of the patient¿s driveline confirmed the reported event. Approximately 18.5 inches of driveline was returned for evaluation. Multiple tears were observed to the outer silicone sleeve, approximately 2.5-8.75 inches and 11.25 inches from metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account requested a cosmetic driveline repair due to extensive external silicone jacket damage. No low speed events, pump stoppage events, or alarms were reported. No log files or x-rays were submitted. Technical services performed a driveline replacement on (B)(6) 2018. The patient was sent home after the repair. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.